Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that they first became aware of the alleged meter inaccuracy at 01.00 am, on (B)(6) 2017, alleging that the patient obtained an inaccurate high blood glucose reading of ¿130 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages her diabetes with oral medication, diet and exercise. The reporter stated that at 01.00 am on (B)(6) 2018, the patient had woken up with symptoms of ¿shaking, sweating, not aware of her environment, could not move, tired and dry mouth¿, she immediately tested on the subject meter and obtained the result of ¿130 mg/dl¿. The reporter stated that in response to the patient¿s symptoms, she called the emergency services, which arrived at 01.35 am. The reporter stated that the emergency services provider, performed a blood glucose on their meter, and a result of ¿40 mg/dl¿ was obtained. The patient was treated by the emergency services with a glucagon injection, to raise her blood glucose level. The reporter stated that the patient was then taken to hospital and admitted for 4 days, as she alleged the patient had a problem with her kidneys because of a low blood sugar. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.